Event description:
The lay user/patient contacted lifescan alleging that the meter was missing test results. This reported issue is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. Lifescan received the meter involved with this complaint on (B)(6) 2011 and completed device evaluation on (B)(6) 2011. Investigation was not able to confirm the alleged complaint. However, a cracked/broken lcd was found. There were no allegations of harm or injury. This complaint is being reported due to the cracked/broken lcd that was found during device evaluation. Replacement products were sent to the patient.